Event description:
It was reported that foley catheter balloon was inflated with 10 ml of water as per company instruction, tug test done to check catheter was in position. Catheter balloon deflated intraoperatively, and catheter fell off.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Product labeling was reviewed for this investigation. The labeling was found to be adequate as the instructions for use state: visually inspect the product for any imperfections or surface deterioration prior to use. -use luer tip syringe to inflate with stated ml of sterile water. Or -for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The initial reporter phone number is (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter phone number is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon was inflated with 10 ml of water as per company instruction, tug test done to check catheter was in position. Catheter balloon deflated intraoperatively, and catheter fell off.